Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) developed two infections at the ipg site at different times after her revision procedure (reference MFR. Report: 1627487-2014-21475). The wound site was sore and red. The patient was started on antibiotics when the first infection was diagnosed. The wound was reported to have cleared up on (B)(6) 2014. Subsequently, a second infection was diagnosed with the re-administration of antibiotics. The physician reported observing fluid at the ipg site during revision and cultures were taken at the time. The patient also experienced shocks and pain at the ipg site and requested a system explant.